Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl ECG connector was pushed inside the device. There was no patient involvement.